Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump may have over-delivered insulin. The customer recently began insulin pump therapy and their physician was still attempting to discover the correct basal rate settings for the patient. The patient's blood glucose at the time of incident was 130 mg/dl. During troubleshooting, the insulin pump passed the self-test. The insulin pump was not returned for analysis.